Manufacturer narrative:
Updated: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h2 h3 h6 image review: six media files were provided for review of the event. Patient¿s executive summary was provided for anatomical review. Patient¿s aortic valve appeared to be significantly calcified with an annulus perimeter that measured 74.2 millimeter (mm) with a perimeter derived diameter of 23.6mm suggesting a 29mm evolut. There was protruding calcification in the aortic annulus extending to the left ventricular outflow track. Fluoroscopic valve load inspection was not provided for review thus it is not possible to validate a good load. It was reported that a pre balloon aortic valvuloplasty using a 16mm balloon was performed prior to the valve implantation. The valve was deployed just prior to the point of no recapture and appeared to be significantly under expanded. Per medtronic best practices, if a valve is under-expanded: remove system, perform pre-dilatation, and implant new valve with new delivery system. It was reported that after one recapture and persistent under expansion, the valve was removed, another balloon aortic valvuloplasty was performed with a 20mm balloon and a new valve was used. The new valve was deployed and even though it appeared to be more expanded than the first valve, under expansion reportedly resulting in moderate to severe aortic regurgitation/paravalvular leak. A post implant dilatation was performed visibly expanding the frame and improved the aortic regurgitation/paravalvular leak to mild to moderate. Corrected data: e1 - postal code corrected from blank medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: d-evprop23-29 (lot: 0011976352); product type: 0195-heart valves; product ID: l-evprop23-29 (lot: 0012710784); product type: 0195-heart valves; product ID: evproplus-29 ((B)(6)); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with severe aortic stenosis and calcification extending to the left ventricular outflow tract underwent a transcatheter heart valve procedure. During assessment, the narrowest point from the annulus to the sinus of valsalva measured 14 millimeters (mm), and to minimize the risk of annulus rupture, a 16 mm balloon was used for pre-dilatation. During the first deployment of the valve, the frame did not fully expand, resulting in recapture. A second deployment was attempted, but frame expansion remained suboptimal. Fluoroscopy in alternative angles revealed the inflow frame appeared tapered, without evidence of infolding. Based on prior experience with valve dislodgement, the physician recaptured and removed the delivery system. The physician then performed re-dilatation with a 20 mm balloon before implanting a new valve, which was prepared. The second valve was implanted successfully. Final deployment showed a moderate to severe paravalvular leak (pvl), which was improved to a mild to moderate pvl after two post-dilatations with a 24 mm balloon. The final gradient was 3 millimeters of mercury (mmhg), and the physician decided to continue clinical monitoring. No patient complications have been reported as a result of this event.